Manufacturer narrative:
A device from the same lot of the actual device involved in incident was evaluated. Visual exam. No conclusion can be drawn.

Event description:
Info rec'd from (B)(4) affiliate. A patient (pt) who is an md called to report that he/she wore acuvue bifocal lenses for almost eighteen months and recently experienced "several ulcers" os. The pt stated that on (B)(6) 2011 he/she removed a lens from the blister pack and noticed that there was a "little rock" in the solution but "used the lens for four days". The pt removed the lens and discarded it. The first day the eye turned red but no discomfort was felt but by the end of the 4th day the lens "was bothering and hurting" the eye. The cleaning solution and wear schedule were not available. The pt waited for a week and self treated using epitesan bid for a week. The pt inserted a new lens on (B)(6) 2011 when the eye was better but the symptoms recurred, the redness increased and the eye was "scratching and hurting a lot". The pt removed the lens, saw a doctor on (B)(6) 2011 and was diagnosed with "several ulcers" and treated with zymar one drop every 2hrs, epitegel qid and systane every hr. On (B)(6) 2011 we rec'd add'l info indicating that the pt was seen on (B)(6) 2011 and diagnosed with diffuse keratitis, with some small deeper punctuate lesions near the limbus, no infectious infiltrates and w/o central lesion(s). The treatment regimen included zymar, systane, epitegel. The pt improved after 3 days of treatment. The pt was last seen (B)(6) 2011 and current meds stopped; zypred was started for 3 days. This is being reported due to aggressive treatment. The batch record didn't show abnormalities in monomer and solution testing. All parameters tested were within specification and sterilization requirements were successfully completed. A torn lens in a lens case and 4 sealed blisters were sent for eval. The torn lens was discolored purple and not measurable for diameter, bc and CT. A piece of brown foreign matter approx 48 x 45 microns was found free from the lens and identified as al, fe, mg, and zn. The torn lens was scanned but no metallic elements were found therefore the source of contamination is inconclusive. The parameters of 4 lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge chip. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. No add'l info is expected. (B)(4).